Event description:
It was reported the patient received 3-4 inappropriate shocks in one day due to oversensing. The pace sense portion of the lead was replaced and the high voltage portion remains in use. It was reported that the lead recently had a coil fracture. High and low impedance was noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient received 3-4 inappropriate shocks in one day due to oversensing. The pace sense portion of the high voltage lead was replaced and the high voltage portion remains in use. It was reported that the high voltage lead recently had a coil fracture. High and low impedance was noted. The lead was explanted and replaced. The right ventricular pace/sense lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the distal segment of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had an environmental stress cracking breach/breach (non-electrical), the outer insulation was breached cut and there was blood in/on the helix mechanism. (B)(4): the distal segment of the lead was returned, analyzed and the outer insulation was breached and had metal induced oxidation. It was noted that there was blood/body fluid on all conductors (not obstructed), the proximal conductor was melted, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism. The analyst also noted that the proximal conductor melted which occurred during explant.